Event description:
Reportable based on device analysis completed on 28nov2018. It was reported that the balloon couldn't cross the lesion. A stenosed target lesion as located at left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was reported that the balloon couldn't cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure. However, device analysis revealed a detached blade. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 2mm in length was completely detached from the balloon material. The remaining section of the blade was undamaged and fully bonded to the balloon material. The detached section of blade was not returned for analysis. The complete pad of the blade remained fully bonded to the balloon material. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm (atmospheres) without issue. A vacuum was then applied. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No other issues were identified during the product analysis.